Event description:
Patient was admitted to the radiology department for treatment of a clotted dialysis graft. Patient was assessed and prepared for the procedure according to standard department practice. The angiojet with dvx set ultra was used to declot the graft in the prescribed manner, first the venous outflow and then the arterial inflow portion. Approximately 463 ml of fluid was recorded by the machine. At the end of thrombolysis, the patient became restless and complained of being "very hot." The patient's vital signs began to fluctuate; her heart rate became bradycardic then became tachycardic with hypertension, then became bradycardic and eventually asystolic. A code call was initiated.

Manufacturer narrative:
A female declot of 4-year-old degenerated av access graft. Graft was successfully cleared with angiojet dvx approximately 463cc run and no problems. After thrombectomy, a high grade stenosis at arterial anastomosis was opened, releasing a standing column of contrast present in graft. Patient experienced bradycardia, then tachycardia with hypertension, then bradycardia, eventually asystolic, coded and resuscitated, then coded three times throughout night and each time successfully resuscitated. Potassium level was 5.9 post-procedure. An independent medical opinion was obtained from a physician knowledgeable about angiojet use in similar cases: run time was longer than usual for av declot; adenosine bolus release could cause bradycardia, hypotension, even transient heart block but the other hemodynamic occurrences don't fit; high potassium level can be a problem, particularly in younger patients; repeated codes during night may point to concomitant and unrelated cardiovascular disease; in general hemodynamic and electrolyte imbalances have been modest with angiojet and not of concern; finally severe contrast allergy can present like this, this is particularly bad because the contrast remains in the circulation until next dialysis. We conclude that angiojet related hemolysis may have contributed to a transient rise in potassium level and thereby contribute to the event, but the repeated codes during the night and unusual hemodynamic occurrences likely point to underlying heart disease and/or other cause such as contrast allergy.